Manufacturer narrative:
One medfusion pump was received with a crack on the top case by the tube holders and there was a crack on the right plunger case. The event history log was reviewed and there was a check infusion line message. An occlusion test and check of the reading of the force sensor were conducted. The check infusion line alarm was found when the pressure built up also, all the readings of force sensor were within the required specifications. There was no occlusion problem as the pump occluded when there was pressure build up. A syringe delivery test was conducted and was running at 300ml/hr. The pump was found running loud during the syringe delivery test. The issue was caused by a combination of old blue worm gear, old style motor bracket and a lack of silicon grease in worm coupling cavity due to normal wear since the pump is about 7 years old. The worn components were replaced and parts were greased to resolve the loud motor issue.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed occlusion and the motor was loud. There was no reported adverse event.